Manufacturer narrative:
Details of complaint: the customer reported that the ups (3rd party unit) got unplugged and caused the central nurse's station (cns) to shut down unexpectedly. When trying to power the cns back on, it was stuck in a boot loop. Nihon kohden technical services (nk ts) walked the customer through removing one of the hdds, then rebooting off the secondary hdd, but the unit went to a blue screen and message saying there was a problem with the system and it needed to reboot. The cns then froze, and the customer was unable to do anything with unit. The customer requested to send the unit in for repair. No patient harm was reported. Service requested / performed: evaluation / exchange. An exchange unit was provided to the customer on (B)(6)2019. The reported unit was received on (B)(6)2019 but was not evaluated by nihon kohden repair center (nka rc). Investigation summary: the possible cause of the issue was determined to be hard drive corruption. The reported issue does not require further investigation through CAPA process since the issue was caused due to the external power loss to the unit and not a nk device deficiency/malfunction. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni serial #: ni ups: model #: ni serial #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the ups (3rd party unit) got unplugged and caused the central nurse's station (cns) to shut down unexpectedly. When trying to power the cns back on, it was stuck in a boot loop. No patient harm was reported.

Manufacturer narrative:
The customer reported that the ups (3rd party unit) got unplugged and caused the central nurse's station (cns) to shut down unexpectedly. They were monitoring bedside devices. No patient harm reported. The device has been returned to nihon kohden and is awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: concomitant medical device: ups: no model and serial number was provided. (This is the device that failed). Bedside monitors: (no models and serial numbers were provided).

Event description:
The customer reported that the ups (3rd party unit) got unplugged and caused the central nurse's station (cns) to shut down unexpectedly. They were monitoring bedside devices. No patient harm reported.